Event description:
Allergan representative reported "mechanical disfunction" with a lap-band device. The band was removed due to "band erosion into stomach." Further follow-up is being conducted to gather add'l info.

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. A visual examination may determine the connector type associated with this report. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addressed the possible outcome of erosion as follows: "caution": as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."